Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ratcheting handle was broken. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reported not known at time of reporting. The ratchet handle was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tool retention collar had been broken from the handle. The ratchet mechanism was intact and functional. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ratcheting handle was broken. No patient was present at the time of the event.